Event description:
The customer reported a code blue call was placed in the CT room and did not alert through the nurse call system. There was no patient impact or safety issues reported. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
The voalte nurse call system¿provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. The device instruction for use states the following regarding code calls: attention: periodically check code calls to ensure proper operation. Investigation of the reported problem is ongoing. Although there was no patient injury associated with the reported event, if the reported problem were to recur (code blue call not alerting), it would be likely to cause or contribute to a death or serious injury. Should additional information become available, the complaint will be reassessed

Event description:
The customer reported a code blue call was placed in the CT room and did not alert through the nurse call system. There was no patient impact or safety issues reported. This incident was captured under complaint ref (B)(4).

Manufacturer narrative:
Troubleshooting activities performed with the customer found the radiology central nurse station was set to call forwarding and the code blue did not alert at the radiology nurse's station. Additionally, no other consoles/units were watching the radiology department. The customer requested the emergency department be added as a secondary console to receive code blue calls from radiology. Baxter performed the requested configuration change. The customer tested the code blue alarm and confirmed the system was functioning properly. Based on the above information, no further actions are required at this time. Although there was no patient injury associated with the reported event, if the reported problem were to recur, it would be likely to cause or contribute to a death or serious injury. Hillrom is reporting this event.